Event description:
The hcp reported the pt missed their pump refill in 2006 and is now experiencing withdrawal. The pump is reported to be dry and alarming. A follow up report will be sent when add'l info is rec'd.